Manufacturer narrative:
(B) (4).

Event description:
The battery depleted in a "relatively short amount of time". The patient was awaiting a pancreas biopsy and the device had not been replaced at the time of this report.